Event description:
It was reported that the unit produced low output in low cut mode at 100 ohms. The unit should be measuring 40 watts; measuring at 0.5 watts. No pt involved.

Manufacturer narrative:
Verification test was not completed because at the time of this report, the unit had not been returned for investigation. Therefore, the reported complaint could not be confirmed. As additional information becomes available, a follow-up report will be submitted.